Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the ECG could not be measured. There was reportedly no patient involvement. The fse evaluated the device onsite and it was determined that this was a malfunction of the ECG cable. The customer replaced the ECG cable to resolve the issue and the device was returned to full functionality. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.